Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a revision surgery took place due to a fractured screw. A fragment of the screw remains in the patient. Revision surgery took place (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On 04.27.2018 it was reported to k2m, inc. That a revision surgery took place due to a fractured screw. A fragment of the screw remains in the patient. Revision surgery took place (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation was completed as the lot number has been identified/confirmed in this case. The cage and lateral fixation were found not to be k2m products. Fixation across multiple levels of the spine may reduce the amount of compounding forces at the shaft of the screw which might have led to this failure. However, since the screw was not returned, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained.

Event description:
On 04.27.2018 it was reported to k2m, inc. That a revision surgery took place due to a fractured screw. A fragment of the screw remains in the patient. Revision surgery took place (B)(6) 2018.